Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since a lot number could not be connected to the device identified in the complaint, bd investigators could not conduct a device history review for this event. Additionally, a sample has not yet been submitted for evaluation and testing, preventing bd engineers from conducting a full investigation and determining a root cause of the failure mode identified in your description of the event. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
It was reported that the unspecified bd intima ii catheter experienced leakage and catheter adapter/connector/hub -cracked/broken during use. The following information was provided by the initial reporter: it was found that there was leakage at the joint between right hand back vein indwelling needle and analgesia pump at 21:40, the nurse immediately checked the reason, no abnormalities were found in the joint, then the nurse had tighten the joint, there was still effusion at the joint. With the flashlight irradiation at the joint, it was finally found that there was the crack between the analgesia pump and the joint of the needle, so the nurse had communication with the patient and family members, there was no fluid leakage after pulling out needle and replaced with a new one, no affect to the patient.